Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09-apr-2026, it was reported by a sales representative via phone that a qty. 2 of ar-3636 knotless 1.8 fibertaks had the anchor pull out during use and it appeared the sheath of the device would not bunch up at all. This was discovered during a labral procedure with no patient harm. No case delay was reported and no additional anesthesia was administered. The case was completed with another ar-3636 of a different lot number.